Event description:
On (B)(6) 2011, the plaintiff was implanted with an ams elevate anterior and apical system mesh to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that, as a result of having the mesh implanted in her, the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo corrective surgery and has endured impaired physical relations with her husband. It was also alleged that the plaintiff has suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, impairment, disability, and loss of enjoyment of life.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.